Manufacturer narrative:
The manufacturing record review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. A review of the raw material/manufacturing procedures in the change control system was performed for the period when this production order was manufactured, and no changes were implemented for manufacturing method, inspections or specifications during the manufacturing process that could be related to the complaint type(s) reported. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed from the patient's right eye during the initial surgery due a capsular tear and dislocation. A vitrectomy and an incision enlargement were performed. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The iol was inspected under magnification whereby small loose particles and viscoelastic residue were observed on part of the lens optic body. The haptics were complete. A cut was observed on the lens optic body. The lens condition is consistent with a lens that was inserted and removed from the patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - incision enlargement, removal of intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.